Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to noisy signals oversensing. The technical services (ts) provided troubleshooting options and recommendations. This electrode was explanted and replaced by a non boston scientific device. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction: model of the device field d4.

Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to noisy signals oversensing. The technical services (ts) provided troubleshooting options and recommendations. This electrode was explanted and replaced by a non boston scientific device. No additional adverse patient effects were reported.

Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to noisy signals oversensing. The technical services (ts) provided troubleshooting options and recommendations. This electrode was explanted and replaced by a non boston scientific device as there was a suspected fracture. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction: model of the device field d4.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified sharp curves in the electrode body in the regions approximately 44 mm from the terminal pin. Resistance testing found the electrode passed specification but measures slightly higher than average. An x-ray of the electrode confirmed the inner conductor coil was fractured in the areas of the observed curves. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture. Correction: model of the device field d4.

Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to noisy signals oversensing. The technical services (ts) provided troubleshooting options and recommendations. This electrode was explanted and replaced by a non boston scientific device as there was a suspected fracture. No additional adverse patient effects were reported.

Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to noisy signals oversensing. The technical services (ts) provided troubleshooting options and recommendations. This electrode was explanted and replaced by a non boston scientific device as there was a suspected fracture. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction: model of the device field d4.

Manufacturer narrative:
Correction: model of the device field d4.

Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to noisy signals oversensing. The technical services (ts) provided troubleshooting options and recommendations. This electrode was explanted and replaced by a non boston scientific device as there was a suspected fracture. No additional adverse patient effects were reported.